Event description:
It was reported that while using the surgical fiber during a prostate procedure, a decrease in tissue vaporization efficiency was observed at 177,127 joules of use; 30 minutes, 42 seconds. The case was completed using an alternate procedure (turp). Pt outcome: "no damages to the pt".